Manufacturer narrative:
(B)(4). The product (catalog# de-12123-ma) not intended or sale in the us. Similar product/component sold in the us.

Event description:
It was reported that during the application (venipuncture with a 10ml ls syringe) in the central emergency room north (zna north) the needle hub cracked. Since the incident occurred 1.5 months ago, the user cannot remember any details of the incident, therefore no further information is possible. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. No definite signs-of-use were observed. Visual analysis revealed that the needle hub was severely cracked around the entire circumference. It was noted that a portion of the hub had cracked and separated. This separated portion was not returned for analysis. The needle was attached to a lab inventory syringe filled with water. When the syringe plunger was compressed, water was observed leaking out of the cracks in the hub. A device history record review was performed with no relevant findings. The customer complaint of a needle hub crack was confirmed through the customer provided photo. The needle hub in the photo contained multiple cracks around the entire circumference. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the application (venipuncture with a 10ml ls syringe) in the central emergency room north (zna north) the needle hub cracked. Since the incident occurred 1 .5months ago, the user cannot remember any details of the incident, therefore no further information is possible. No patient harm reported.